Manufacturer narrative:
If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during use of the intraocular lens (iol), after the second step was performed in the preparation of the lens, the cartridge did not seem right. Reportedly, there was an extra piece of plastic that could have caused the capsule to tear. The surgeon decided not to implant this lens and took another lens. No incision enlargement and no patient injury was reported. Additional information was received and it was learnt that the extra piece of plastic was stuck on the cartridge tip and it could not fall off. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 03/14/2017, device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed scarce residue of viscoelastic in the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tip/tube. The cartridge tip was observed deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.